Event description:
It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and on (B)(6) 2010 and mesh was used each surgery. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04911. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedures to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of internal tissues, and the patient has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent a surgical procedure to treat mesh extrusion on posterior vaginal wall and vaginal dermatitis on (B)(6) 2010 concurrent with implantation of repliform. It was reported that the patient underwent mesh revision of vaginal graft with repliform fascia, vaginal biopsy, and cytoscopy on (B)(6) 2010 for mesh extrusion on posterior vaginal wall and vaginal dermatitis. It was reported that the patient underwent transvaginal vaginal mesh revision and removal on (B)(6) 2012 for exposure of implanted vaginal mesh into vagina, dyspareunia, cystocele midline, urinary frequency, and nocturia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with sacral colpopexy and cystoscopy; due to symptomatic cystocele, rectocele and weak rectal/vaginal tissue.